Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A batch review was conducted for potentially associated lot numbers h13l12030, h13k26099, and h13j16027 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as cmplnt (B)(4).

Event description:
This is report 4 of 5 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued and the patient was placed on hemodialysis. The peritonitis manifested as pain near the patient¿s catheter exit site. The patient did not require hospitalization but was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.